Manufacturer narrative:
H3: one level 1 hotline low flow system was received with a faulty printed circuit board (pcb), stripped interlock block, corroded thermistor and misaligned water tank gasket. A visual inspection was conducted, the tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported leaking and display issues were able to be duplicated. The water tank gasket was misaligned and the pcb was faulty. A new gasket was installed into the tank cover and the pcb was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system was noted to have a display error and was leaking. There were no reported adverse effects.